Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% in-stent restenosed lesion being treated was located in the severely calcified and moderately tortuous vessel. A 3.00mm x 15mm emerge balloon catheter was advanced to treat the lesion; however, the balloon ruptured at 10atms. The device was successfully removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-09175. It was further reported that it was treatment of (B)(4) in a promus element stent not a promus stent.